Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the pt received a peritoneal dialysis catheter insertion on (B)(6) 2013. While cleaning the pt's abdominal cavity with a peritoneal dialysis solution, a leak was found at the catheter/titanium joint connection. As a temporary measure, a cut down procedure was administered to the leaky side of the catheter prior to connecting the titanium adapter. Upon further examination, a small crack was found on the adapter. The catheter was then pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is current underway. Upon completion, the results will be forwarded.